Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be conducted. Post procedure imaging, namely a visual characterization of the distal landing zone of the side branch in the target branch vessel is in a bend and showed a presence of device compression/invagination. Primary relationship is unknown. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events. Potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on 6/30/2025 from the medrio study database: on (B)(6) 2020, this 68-year-old [at the time of the procedure] male patient underwent endovascular treatment for a degenerative pararenal aneurysm. The patient was treated with a cook t-branch device, a gore® viabahn® vbx balloon expandable endoprosthesis device and bare metal stent in the celiac trunk, two gore® viabahn® vbx balloon expandable endoprosthesis devices in the superior mesenteric artery, a gore® viabahn® vbx balloon expandable endoprosthesis device in the right renal artery and a gore® viabahn® vbx balloon expandable endoprosthesis device in the left renal artery. The vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. The patient also had embolization of the accessory hepatic artery, and a bare stent placed in the common hepatic artery as extension of covered stent into celiac trunk because of insufficient distal landing (short celiac trunk). On (B)(6) 2025, it was noted the patient had asymptomatic occlusion of the celiac trunk. Hospitalization or medical or surgical interventions were not required. The adverse event is ongoing.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. As the device remains implanted, no further investigation of the device can be conducted. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.